Manufacturer narrative:
G4: 09oct2019; b4: 09oct2019. H10: the service technician confirmed the issue was resolved by replacing the touchscreen. H11: the service technician confirmed no record of the unit being in clinical use when the problem occurred. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported touchscreen failure. The customer performed screen calibration but found the calibration had drifted shortly afterward. The device was not in clinical use and there was no patient involvement.

Manufacturer narrative:
Event date: (B)(6) 2019. Report date: 10jul19. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported touchscreen failure. Customer performed screen calibration but found the calibration had drifted shortly afterward. The device was in clinical use at the time the issue was discovered, however, there was no patient or user harm reported.